Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 3.5 weeks post procedure patient suffered nstemi. The event was treated with cardiac catheterization and target vessel stenting of the lad with a resolute onyx des and non target vessel ballooning of the 1st diagonal. Patient recovered. Investigator assessed the event as not related to the index device or the anti-platelet medication. Safety assessed that the event is possibly related to index device, but not related to antiplatelets medication.

Manufacturer narrative:
Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi peri pci. If information is provided in the future, a supplemental report will be issued.